Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.25x24mm promus element plus drug-eluting stent was advanced; however, during procedure, the device failed to cross the lesion and the delivery shaft was fractured. The device was removed. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluation by MFR: promus element plus,mr,ous 2.25x24 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 18 cm distal to the distal end of strain relief as well as multiple kinks either side of the shaft break. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.25x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The delivery shaft was found fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.